Manufacturer narrative:
Results of investigation: the suspect device was returned to vyaire medical for evaluation. However, the root cause could not be ascertained. An event trace was performed, and the logs confirmed that the customer¿s reported issue did transpire. As a precautionary measure, the unit was taken out of circulation and replaced with another unit. Issue is no longer reproducible.

Manufacturer narrative:
Other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the monsoon iii ventilator alarmed "peak inspiratory pressure was too high" during patient use.when end user tried to acknowledge/mute the alarm, the display completely froze. The unit could no longer be operated, but it continued to ventilate. End user switched it off by pulling the mains plug. After restarting, the unit immediately continued ventilation and could then be operated normally. The customer confirmed that there was no patient harm associated with the reported event.